Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that their sensor had inaccurate readings. Customer's blood glucose was 72 mg/dl and their sensor glucose read 150 mg/dl. Customer noted they were shaking when their blood glucose declined to 72 mg/dl. The customer also reported their blood glucose declined to 39 mg/dl in one incident. Customer did not state how they treated their blood glucose. The customer also reported observing bent cannulas on their previous sensors. Customer declined to return the product for analysis.